Manufacturer narrative:
Results: sharp edge.

Event description:
It was reported by service report that the foot left siderail is broken and the batteries are not at the correct voltage. No pt involvement or adverse consequences are reported.